Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an increase in threshold had been observed since implant. The lead was explanted when repositioning was unsuccessful.